Event description:
It was observed during device inspection " the image disappears during angulation in ud ( up/down) directions. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found the image disappeared during angulation in ud ( up/down) directions. Based on investigation, the image disappeared during angulation in ud ( up/down) directions was found to be due to damage on (charge coupled device ) ccd unit . The root cause of the damage ccd unit cannot be conclusively identified. Olympus will continue to monitor field performance for this device.